Manufacturer narrative:
The returned device was evaluated and customer's allegation was confirmed. The device evaluation found that the cable failure caused a communication failure, resulting in the images not being displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had no image. The issue occurred during preparation for use in a diagnostic (laparoscopy) procedure that was completed using a similar device. There were no reports of patient harm.